Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue occurred when transitioning between drawers during a refill workflow, where scanning a medication at the exact moment a drawer closed caused the application to become stuck between workflow states, with logs confirming an incomplete hardware access error, indicating a timing-related software/device access interruption. A field service engineer (fse) replaced the drawer one in auxiliary 7 to resolve the issue then cubies were transferred, and the station was rebooted and reconfigured. Post-repair validation included running hardware test application diagnostics (passed), reboot verification, and customer-led inventory testing, all confirming normal drawer operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, during the refill workflow, the system advanced to the next medication after closing aux drawer 7; however, the next drawer did not open. No indication was provided in the software, and the user was logged out after a timeout. Upon logging back in, the refill process resumed without further issues. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.